Manufacturer narrative:
(B)(4). Date sent: 11/4/2021. Investigation summary: the analysis site received a 14-bead linx device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2021. Additional information was requested, and the following was obtained: what is the product code? Not sure of product code but size 14 bead was implanted. What is the lot number? Information not available. What was the date of implant? (B)(6) 2013. If the device has been removed, what was the date of explant? (B)(6) 2021. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? (B)(6) 2021. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. (B)(6) 2021 barium esophagram, (B)(6) 2021 egd. Are pictures or videos available? No. Which best describes the device removal approach if the device has been removed? Info not available. Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Info not available. Endoscopically removed the entire device info not available. Laparoscopically removed the entire device info not available. Was the patient stented? Info not available. What is the current condition of the patient? Info not available. If and when the device is explanted can we please ask that it be returned for analysis? Yes.

Manufacturer narrative:
(B)(4). No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What is the lot number? What was the date of implant? If the device has been removed, what was the date of explant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? Which best describes the device removal approach if the device has been removed? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient? If and when the device is explanted can we please ask that it be returned for analysis?

Event description:
It was reported that during an endoscopy procedure that the surgeon noticed that there was a two-bead erosion into the esophagus. Course of treatment is currently unknown but may likely lead to a removal.